Event description:
It was reported that the patient experienced discomfort at the pocket site due to ipg migration. The patient underwent a revision procedure wherein the ipg was relocated and remains implated. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.